Event description:
The patient called lifescan (lfs) in 2005 and alleged that their meter was prompting an insert strip message. The medical affairs specialist spoke to the patient the next day and obtained/verified the following info. The pt was unable to test on their meter for about 2 weeks due to the insert strip message. Approximately 3-4 days ago, pt visited their dr due to low symptoms (unable to specify). Prior to leaving for the dr's office, pt had something to eat and drink. Pt did not take any medications prior to visiting their dr. Pt was tested on their dr's meter and pt's blood glucose result was 52 mg/dl. Pt was treated with glucose. The pt needed to end the call; therefore, the medical affairs specialist was unable to determine the time that this event occurred or the pt's medication regimen and other clinical info. The pt was using the correct testing technique. Pt did not have their supplies to troubleshoot, however, pt did state that they were storing their test strips outside of the vial, which could affect the test strips.